Event description:
It was reported that during an rf ablation procedure, cross-talk was observed on ecgs. The cross-talk stopped upon completion of the procedure. Patient condition was normal after the event.

Manufacturer narrative:
(B)(4).